Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of tibial tray at the cement to implant interface. Depuy cement was used. It was also stated that the tray was loose due to surgeon only used 1 40 gr box of cement vs 2 boxes of cement on original primary knee. Doi: (B)(6) 2016; dor: (B)(6) 2018 left knee.